Event description:
It was noted during a live, televised coronary artery procedure, in the left main to the circumflex coronary artery, while advancing the prowater guide wire there was resistance due to the lesion. During pre-dilatation with the 3.0 x 12 trek rx balloon dilatation catheter, watermelon seeding occurred proximally. A non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal, prowater; guide catheter: judkins 4-5 and changed to jl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.